Manufacturer narrative:
Submit date: 2017/may/26. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states when inserting the catheter through the sheath, the valve was unable to be screwed down; the inner and outer sheath were not fastened and the catheter could not be inserted.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirmation of a root cause for the event; however, process and design failure mode effect analysis (pfmea and dfmea) was reviewed in order to identify the possible causes for the failure. The following potential causes were identified: inattention, misuse, malfunction, incoming inspection failed or not performed, in process inspection failed or not performed, or defective material. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states when inserting the catheter through the sheath, the valve was unable to be screwed down; the inner and outer sheath were not fastened and the catheter could not be inserted.

Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The sample was received for analysis and investigation. It consisted of a pull apart sheath which came inside a plastic bag. The device presented signs of use. Visual evaluation of this sample was performed and revealed that the sheath was partially open and presented signs of manipulation (one part of the sheath was dented). In addition, the sheath could not close or be screwed down. The risk files were reviewed to identify potential causes associated with this event. The manufacturing process for this product was reviewed and based on a fishbone diagram the possible causes were identified. The reported condition was confirmed, however with the available information is not possible to identify the source of the issue. Based on previous information the most probable root cause for the reported condition is customer manipulation since the device was outside the package. No trends or triggers have been identified for this event, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.